Manufacturer narrative:
Additional information: patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-03961. It was reported the stent was explanted. The patient had a 3.5x28mm mr promus premier stent implanted in the left anterior descending (lad). Approximately six months later the patient returned with chest pain. The stent looked fine but the diagonal was pinched. The physician used a 2.5x10 cutting balloon inside the lad diagonal. As the cutting balloon was being removed from the patient, the cutting balloon got caught up on the previously placed stent and was explanted. The physician took a picture and everything looked still pretty good surprisingly. A new unspecified stent was implanted in the same spot in the lad, post dilated and it looks fine. No patient complications were reported and the patient status was fine.

Event description:
Same case as MDR ID#2134265-2015-03961. It was reported the stent was explanted. The patient had a 3.5x28mm mr promus premier stent implanted in the left anterior descending (lad). Approximately six months later the patient returned with chest pain. The stent looked fine but the diagonal was pinched. The physician used a 2.5x10 cutting balloon inside the lad diagonal. As the cutting balloon was being removed from the patient, the cutting balloon got caught up on the previously placed stent and was explanted. The physician took a picture and everything looked still pretty good surprisingly. A new unspecified stent was implanted in the same spot in the lad, post dilated and it looks fine. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. If implanted, give date: approximately 6 months ago. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).